Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the top two drawers were not visible and cannot be opened, which was impacting patient care and medication access. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 2 drawers were not showing and failed to open. A field service engineer shut down the station and checked the boards using a multimeter, reset and secured all connections, then rebooted the station, customer successfully signed into the station, removed the faulty cubie and confirmed that no hardware error messages were present on the screen. The system functioned as intended after the field service engineer repaired the device.